Manufacturer narrative:
"Maquet medical system, USA submits this report on behalf of the legal manufacturer of the device maquet cardiopulmonary (B)(4). The device was evaluated by the ssu and the power supply board was replaced. The device was working normally after the replacement. (B)(4)."

Event description:
"On (B)(6) 2013 at providence healthcare in (B)(4) it was reported that after replacement of the cardioplegia side pump when the hcu 30 serial number (B)(4) was turned on, it displayed error 3008-2 and 3064-2. (B)(4)."